Manufacturer narrative:
Estimated date of event. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional unk 014 hi-torque pilot referenced is being filed under a separate medwatch report number. Attachment - article title: case report retrograde balloon dilation outside the main branch stent to restore the occlusion of side branch in chronic total occlusion bifurcation lesions.

Event description:
It was reported that the procedure was to treat/restore an occlusion of the posterolateral vessel (plv) in the right coronary artery (rca) which was a chronic totally occluded (cto) bifurcation lesion. A fielder xt-r guide wire (gw) was advanced antegradely but failed to cross due to an unspecified reason. Then a gaia third gw was advanced but also failed to cross due to an unspecified reason. A retrograde approach with a sion gw was then used. Via selective tip injection, an occlusion site was revealed at the bifurcation site. The fielder xt-r was advanced [knuckled] up into the rca cto segment overlapping with the antegrade wire at the middle part of the cto. As the retro-antegrade gws were difficult to kiss, a reverse controlled antegrade and retrograde subintimal tracking (cart) technique was used to enlarge the space with a 2x20mm balloon. This facilitated the non-abbott guide catheter into the cto mid-segment, manipulating the retrograde pilot 200 wire and non-abbott gw into the guide catheter. The pilot 200 wire was then exchanged with a 330cm asahi rg3 wire. Pre-dilatation was performed with 1.5x20mm and 2x20mm balloons. Rca antegrade flow was restored into the posterior descending vessel (pdv), but retrograde angiography showed severe disease in the plv. A sion retrograde gw was advanced into the distal plv. A 1.5x20 mm mini-trek balloon successfully predilated the plv for thrombolysis in myocardial infarction (timi) 3 grade flow. Stenting of the rca into the pdv was performed using four xience prime stents. But angiography showed that plv flow was slower with timi 1 grade flow after stent implantation. A 1.5x20mm balloon was used to dilate the lesion and the flow was rescued. To avoid the plaque shift to the pda and preserve plv flow, an antegrade 3×15 mm trek balloon with retrograde 2×20 mm trek balloon performed the final kissing technique (fkt) at 14 atmospheres. Angiography and ivus showed that plv flow was successfully restored. The patient was followed up at six months without symptoms. There was no adverse patient sequela and no clinically significant delay. No additional information was provided. Details attached in article titled: "case report retrograde balloon dilation outside the main branch stent to restore the occlusion of side branch in chronic total occlusion bifurcation lesions."